Event description:
It was reported the instrument fractured during impaction of the femoral trial as part of a knee procedure. No adverse events have been reported as a result of the malfunction. No further information is available.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product shows sign of repeated use and it is fractured. Device history record was reviewed and no discrepancies were found. Root cause can be determined as normal wear during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.